Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 411 mg/dl. She was able to bring the blood glucose reading to 346 mg/dl by treating with manual injection. The customer complained of dizziness, sleepiness, nausea and protein in the urine. She had issues reading the meter, which was resolved upon programming the meter ID into the insulin pump. The customer also stated that the insulin pump had alarmed no delivery twice the day prior. Troubleshooting confirmed that the customer did not find any leak. Nothing further reported.